Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. Reportedly, the patient was due for device change out due normal battery depletion but was found out to be septic. Thus, infection was cleared out first before the device has been changed-out. There were no additional adverse patient effects reported. The crt-d was explanted.